Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after unplugging the pump from a wall outlet. Although requested, customer declined troubleshooting. Additionally, the insulin gauge displayed an inaccurate fill estimate of 105 units and subsequently displayed an inaccurate fill estimate of 55 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose was 352 mg/dl. Reportedly, the customer continued to use the original cartridge with the pump for insulin therapy.